Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fallopian tube enlargement ("swelling tubes"). The patient was treated with surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and fallopian tube enlargement outcome was unknown. The reporter considered fallopian tube enlargement and medical device removal to be related to essure. Concerning the injuries reported in this case, the following events was described in medical records fallopian tube enlargement . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fallopian tube enlargement ("swelling tubes"). The patient was treated with surgery (laparoscopic vaginal hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and fallopian tube enlargement outcome was unknown. The reporter considered fallopian tube enlargement and medical device removal to be related to essure. Concerning the injuries reported in this case, the following events was described in medical records - fallopian tube enlargement. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.